Event description:
It was phoned in by the clinical specialist that during a mvr, the balloon ruptured. This was upon initial inflation of the icf100. The balloon was inflated with approx. 40cc of saline when it ruptured. There was no problem noted during prep of the device. The surgeon chose to use a chitwood clamp for the remained of the case. No patient injury. Aorta size 2.5

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
It was phoned in by the clinical specialist that during a mvr, the balloon ruptured. This was upon initial inflation of the icf100. The balloon was inflated with approx. 40cc of saline when it ruptured. There was no problem noted during prep of the device. The surgeon chose to use a chitwood clamp for the remained of the case. No patient injury. Aorta size 2.5. Additional information: clarification was given by sales rep. Only 40ml were injected into the balloon. The surgeon continued to fill the balloon because he thought it was migrating on tee. The pressure in the balloon was 565. The balloon was placed between the stj and innominate, but the surgeon was still trying to find the proper location. The pump flow was reduced to inflate, and the radials were matching the root pressure(all about 30) the root never dropped to 0, the lowest it got was about 20 mmhg. The balloon insertion technique was by IFU. Evaluation: evaluation of the device found a kink between 95 cm and the blue clamp lock on the shaft and a buckle was found at the end of the bifurcation hub. The complaint that the balloon burst was confirmed. Available information suggests that handling or procedural factors contributed to the event. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The trend for this complaint type is in control. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.